Event description:
On october 26, 2004, the patient contacted lifescan alleging that his one touch ultra meter would not power on . The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The last test was performed in 2004 at 7 pm. The result was not provided. The patient visited his physician's office, where he was administered glyburide. The patient did not specify when he visited the physician's office or if he was tested. The patient did not allege harm. There is insufficient information to suggest that he experienced injury or medical intervention due to the meter. The customer care representative verified that he was using the correct type of test strips, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. Based on the information supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.